Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose was 44 mg/dl and glucose was consumed to address low bg. Although multiple requests were made, no additional information was received.